Event description:
During deployment of stent the release wire broke. The physician was able to eventually isolate the release wire and pulled it manually. The stent then released and the physician indicated it was in the proper location. There was no patient injury.